Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise due to electromagnetic interference. No intervention was performed. There were no patient consequences reported. The patient would be further monitored.